Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a sleeve gastrectomy, following the handle¿s upgrade to the new software version, the firing was slow and the reload stopped midfire with greater frequency. Another device was used to complete the case. There was no patient injury.